Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; type ii endoleak), lack of information (cause is unknown); evaluation, conclusions: inherent risk of a procedure (endoleak), device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak), lack of information (cause is unknown).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm at time of implant was reported to be 77.8 mm in size. It was reported that approximately five years post index procedure, a follow-up CT scan indicated that the patient¿s aneurysm had continued to enlarge. The physician noted that the patient has a type ii endoleak ima embolization with sac coils. There was no evident endoleak or migration seen; however, the physician also noted the possibility of a potential type iii (fabric) endoleak. The physician decided to add an endurant cuff 25x25 on the proximal side and realign the limbs with a 16x93 on the right side and 16x124 on the left. The physician deployed the cuff and attempted to shorten it slightly with proximal pressure on the delivery handle; however, the cuff partially covered the left renal. The physician is not planning additional treatment since the renal artery is small in diameter and poorly functioning prior to the intervention. The type iii endoleak resolved after the intervention. The type ii endoleak was left unresolved. No additional clinical sequelae were reported and the patient will be monitored by the physician.